Event description:
Per mw: spontaneous call patient reporting that she dropped pump sn (B)(4) and now its alarming no disposable pump won't run. Had patient attempt to reattach cassette and pump still wouldn't run. Advised patient she would need to switch to back up pump and should mix new cassette. Patient added she isn't at home and didn't bring her back up pump with her. Author advised that remodulin patients can't be off remodulin for more than 4 hours. Patient will rush home to switch cassette and pump. Advised patient that pulmonary hypertension symptoms may resume the longer she is without medication. No other information available. Additional information received via (email) on 08-mar-2022: patient information and outcome of the event provided and updated in attributes. Relevant test/laboratory data, other medical treatment patient received and other relevant tests/laboratory data (including dates) - all unknown/not provided.

Manufacturer narrative:
Corrected data: update to event: it was reported that the patient was experiencing a clot. Updated, model number updated.